Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted that the patients trial started on (B)(6) 2022. It was reported that the patients lead migrated. The issue is ongoing.

Manufacturer narrative:
Concomitant medical products: product ID 306001, lot# unknown, product type screening device. Section information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.